Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she feels that the bolus wizard settings are possibly inaccurate. Customer was advised to speak with a health care professional or educator to see if they need to be corrected or changed. Customer stated that she has to increase bolus amounts even after the bolus wizard is calculating them. Customer stated that she had several surgeries on her eyes. Customer stated that she had woken up with a blood glucose of 400 mg/dl. Customer stated that she has been weak, vomiting, or eating ice chips. Customer stated that she noticed a slight knot but she ended up undoing it. Customer's blood glucose was at 491 mg/dl and she only had gatorade. Customer treated with a manual injection. Customer stated that her last blood glucose was 361 mg/dl. Customer took a manual injection of 25 units to treat. Customer performed the high pressure test and the pump passed. Customer was advised to do a complete set change.